Event description:
Caller reported damage to pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer chose to continue using the current pump and could resort to manual daily injections if needed.